Event description:
It was reported that an alert that charge time limit had been reached was received. The summary printout noted that the charge time was normal. In clinic, after device interrogation and a manual capacitor maintenance, the charge time was in normal range. There were no adverse consequences to the patient. The patient condition was good. Remote monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.